Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that fluid was observed inside the device's bladder which suggested a possible underinfusion may have occurred. The reported condition was verified. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during infusion. The expected and actual therapy times were unspecified. There was still fluid remaining in the device. The device contained fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.